Event description:
It was reported that the patient's generator was replaced and high impedance was found when the new generator was implanted. This was not seen with the previous generator since the battery had depleted past the point of communication. The lead pin was re-inserted to confirm connection and generator diagnostics were performed with a test resistor inserted into the generator. This resulted in normal values indicating there was a fracture of the lead. The lead was replaced. The explanted devices have not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
The explanted generator and lead have been received. Analysis is underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
Product analysis for the generator concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis for the lead verified a coil fracture in both the positive and the negative lead coils and identified pitting or electro¿etching conditions occurred at the break location. Appearance of the positive coil suggests a stress-induced fracture (fatigue) occurred in at least one strand of the coil. No additional or relevant information has been received to date.